Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device failed the incoming visual/functional check, device will not power up using returned power supply, however the device powers up using a known good power supply but will not interrogate when the button is pushed. When the device was further analyzed, it passed full functional testing.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed, nothing happened. No indicator lights came on and it did not initiate a transmission. The monitor was replaced. No patient complications have been reported as a result of this event.